Manufacturer narrative:
(B)(4). Lot # : manufacture date: quantity affected: 2100153486, 14 february 2017, 48 (devices #1-14, #31-40, #51-70, #81-84, #98-115). 2100157420, 20 february 2017, 33 (devices #15-20, #41-50, #71-80, #91-97). 2100148416, 07 february 2017, 34 (devices #21-30, #85-90). Method: the complaint rt266 breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The devices were visually inspected and pressure tested. Results: visual inspection of the returned circuits revealed that device #1, #10, #20, #81 and #86 had a crack along both swivel wye ports. Device #2-9, #11-19, #21-80, #82-85 and #87-115 had a crack along one of the swivel wye ports. Device #14, #51, #66, #90, #104 and #112 showed signs that excessive force was applied when inserting the circuit limb into the sivel port. Device #32 and #49 had damage to the port. Pressure test of the returned circuit revealed that only devices #4-5, #10, #13-14, #21, #26, #35-37, #39-40, #47, #51, #53-58, #62, #64-66, #69-70, #76, #86, #89-90, #95, #100, #104, #107 and #112 were within specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuits became damaged after the product was released for distribution. Our user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of rt266 infant breathing circuits had cracked. This was found before use on a patient.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint rt266 infant breathing circuits caused or contributed to the reported event. We are also attempting to obtain the subject complaint devices for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of rt266 infant breathing circuits had cracked. This was found before use on a patient.